Manufacturer narrative:
The device was requested for evaluation; however, it is not available. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A distributor reported that a consumer purchased their contact lenses and lens care solution from an on-line store. After wearing the contact lenses, the consumer reported her eyes became bloodshot, red, dry, and painful. The following day, the consumer visited a hospital and was diagnosed with conjunctivitis in both eyes keratitis in the right eye. They were treated with recombinant bovine basic fibroblast growth factor eye drops, gatifloxacin eye drops and ganciclovir ophthalmic gel. Based on medications prescribed, the keratitis is considered microbial.